Event description:
A revision surgery was performed 2-3 weeks following the initial craniotomy procedure where duramatrix onlay plus product was implanted. During the revision surgery the surgeon observed a hole in the canter of the duramatrix onlay plus product. It is unknown how the surgeon fixed the issue or if any adverse effects occured. Following further communications, the surgeon concluded that the hole most likely occurred due to surgical technique rather than device problem.